Event description:
On (B)(6) 2013, tosoh bioscience was notified that an account had reported incorrect pt results for ft4, cortisol, vitamin b12 and testosterone. Qc results were also out of range low. Samples were repeated and corrected results were released. Upon examination of the instrument, there was visible contamination in the substrate syringe which was subsequently replaced. The entire system was decontaminated and tested to assure that all results were correct. Root cause: substrate syringe contamination.